Manufacturer narrative:
Calibration data was compared with lot release results and was within expectation. Quality controls were within the specified acceptance range. No reagent issue was evident. The customer was unable to provide further information, therefore further investigation is not possible. A root cause could not be identified. No adverse events were reported.

Event description:
The customer received questionable human chorionic gonadotropin, stat (hcg) results on their e411 rack analyzer. Unless otherwise indicated, the customer did not provide units of measure for the repeat results. On (B)(6) 2011, the first patient had an initial hcg result of 13.19 miu/ml accompanied by a data flag. The repeat result was <1.0 on an immulite analyzer. On (B)(6) 2011, the second patient had an initial hcg result of 8.52 miu/ml accompanied by a data flag. The repeat result was <1.0 on an immulite analyzer which the customer considers a negative result. On (B)(6) 2011, the third patient had an initial hcg result of 100.3 miu/ml accompanied by a data flag. The repeat result was <2.00 miu/ml on a mini vidas analyzer. On (B)(6) 2011, the fourth patient had an initial hcg result of 29.50 miu/ml accompanied by a data flag. The repeat result was <0.500 on a "fita" analyzer which the customer considers a negative result. On (B)(6) 2011, the fifth patient had an initial hcg result of 35.03 miu/ml accompanied by a data flag. The repeat result was <1.0 on a "fita" analyzer which the customer considers a negative result. On (B)(6) 2011, the sixth patient had an initial hcg result of 21.12 miu/ml accompanied by a data flag. The repeat result was <1.0 on a "fita" analyzer which the customer considers a negative result. On (B)(6) 2011, the seventh patient had an initial hcg result of 23.21 miu/ml accompanied by a data flag. The repeat result was <1.0 on an immulite analyzer which the customer considers a negative result. On (B)(6) 2011, the eighth patient had an initial hcg result of 6.92 miu/ml accompanied by a data flag. The repeat result was <1.0 on an immulite analyzer which the customer considers a negative result. On (B)(6) 2011, the ninth patient had an initial hcg result of 26.44 miu/ml accompanied by a data flag. The repeat result was <1.00 on a liberado analyzer which the customer considers a negative result. On (B)(6) 2011, the tenth patient had an initial hcg result of 39.88 miu/ml accompanied by a data flag. The repeat result was <1.00 on a liberado. On (B)(6) 2011, the 11th patient had an initial hcg result of 18.77 miu/ml accompanied by a data flag. The repeat result was <2.00 by an unknown method. On (B)(6) 2011, the 12th patient had an initial hcg result of 32.34 miu/ml accompanied by a data flag. The repeat result was <2.00 by an unknown method. On (B)(6) 2011, the 13th patient had an initial hcg result of 36.50 miu/ml accompanied by a data flag. The repeat result was <1.00 on a quirino analyzer which the customer considers a negative result. On (B)(6) 2011, the 14th patient had an initial hcg result of 42.04 miu/ml accompanied by a data flag. The repeat result was <1.00 on a quirino analyzer which the customer considers a negative result. On (B)(6) 2011, the 15th patient had an initial hcg result of 18.25 miu/ml accompanied by a data flag. The repeat result was <1.0 on a liberado analyzer which the customer considers a negative result. On (B)(6) 2011, the 16th patient had an initial hcg result of 48.60 miu/ml accompanied by a data flag. The repeat result was <1.0 on an immulite analyzer which the customer considers a negative result. On (B)(6) 2011, the 17th patient had an initial hcg result of 6.75 miu/ml accompanied by a data flag. The repeat result was <1.0 on an immulite analyzer which the customer considers a negative result. On (B)(6) 2011, the 18th patient had an initial hcg result of 12.83 miu/ml accompanied by a data flag. The repeat result was <1.0 on an immulite analyzer which the customer considers a negative result. On (B)(6) 2011, the 19th patient had an initial hcg result of 25.89 miu/ml accompanied by a data flag. The repeat result was 17.4 on an immulite analyzer. On (B)(6) 2011, the 20th patient had an initial hcg result of 36.49 miu/ml accompanied by a data flag. The repeat result was <1.0 on an immulite analyzer which the customer considers a negative result. On (B)(6) 2011, the 21st patient had an initial hcg result of 35.75 miu/ml accompanied by a data flag. The repeat result was <1.0 on an immulite analyzer which the customer considers a negative result. On (B)(6) 2011, the 22nd patient had an initial hcg result of 5.46 miu/ml accompanied by a data flag. The repeat result was <0.500 on a "fita" analyzer which the customer considers a negative result. On (B)(6) 2011, the 23rd patient had an initial hcg result of 7.55 miu/ml accompanied by a data flag. The repeat result was <1.0 on an immulite analyzer which the customer considers a negative result. On (B)(6) 2011, the 24th patient had an initial hcg result of 18.06 miu/ml accompanied by a data flag. The repeat result was <1.0 on an immulite analyzer which the customer considers a negative result. The 25th patient had an initial hcg result of 35.0 miu/ml. The repeat result was <1.0 miu/ml on an immulite analyzer. There are no allegations of any adverse affects from this event. The hcg reagent lot number was 160151 and the expiration date was not provided. No root cause has been determined. The investigation is ongoing.

Manufacturer narrative:
This event occured in (B)(6).